Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that part of the usb cable broke off inside the port resulting in the customer not being able to charge the pump battery. The customer reverted to manual injections for insulin therapy. There was no adverse impact to customer¿s blood glucose level.